Event description:
Initial report: this serious unsolicited report was received from a nurse via our affiliate in (B)(4) on (B)(6) 2011. Upon medical review, the event of palpable granulomas has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves a (B)(6), female, pt, who has been treated with poly-l-lactic acid 2 vials on (B)(6) 2010, and (B)(6) 2010. She was also treated with one vial on (B)(6) 2010. Poly-l-lactic acid was used for cosmetic reasons. In (B)(6) 2011, this pt developed swelling of the face with palpable granuloma. She did not see her practitioner at this time. On an unk date, the pt was commenced on steroids nos and antihistamines nos by her general practitioner (gp). She did not tell her gp about the poly-l-lactic acid treatments. The pt has had three courses of 60 mg/day of steroids and cetirizine. On (B)(6) 2011, the gp saw the pt and the swelling has subsided, but visible granulomas remain. Her gp has injected adcortyl into the granulomas and will continue to do so on a monthly basis. Other suspect drugs: none. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: not applicable. Corrective treatment - steroids nos, antihistamines nos and outcome - not recovered/ not resolved. Physician/reporter causality: not indicated. (B)(4).